Event description:
It was reported that a physician's handheld computer was locking up, and therefore, the physician was requesting a replacement. No additional information was provided and attempts for additional information have been unsuccessful to date. Although product return is expected, the device has not been received to date.

Event description:
The product information was provided, and it was reported that the dell x50 handheld computer would repeatedly freeze on the main menu screen and would have to be hard reset. This event reportedly happened several times over a one month period. The handheld computer and related flashcard/software were received by the manufacturer on (B)(6) 2012. An analysis was performed on the returned handheld and flashcard/software, and the reported allegation was verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge, and no anomalies associated with flashcard software or databases were identified. The handheld, flashcard, and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the date of event was inadvertently incorrect on the initial report. Serial #, lot#, other, corrected data: the product information was unknown on the initial report. Device manufacturer date, corrected data: the date was unknown on the initial report, as the product information was unknown.